Manufacturer narrative:
Hamilton medical ag comes to the follow up information: the certified service personnel on site followed the manufacturer's instructions to set up the hamilton-c6 using a new circuit, flow sensor, and an ing mar test lung. During this testing, same behavior was observed as previously reported: the differential between the expected and delivered tidal volume increased with higher resistance. The following checks were performed: · pre-operation leak test, which was successful. · multiple test lungs (three in total) were used, and all produced the same deviation in tidal volume. · the setup for the tests was replicated, yielding consistent results. Thereupon the pressure sensor assembly (psa) was replaced in the affected device. The same set-up was used again and no differential between the expected and delivered tidal volume was observed, even with increased resistance of the test lung. The psa, which had been leaking, was returned to hamilton medical (rga 95697) for further analysis. The issue (the behavior reported by the hospital) was reproduced with the returned psa. A leaking psa between >30% to 50% could be detected in the volume curve. A defective psa autozero valve makes the device measure a (tidal volume) leak over >30% to 50%, which is in reality not over >30% to 50% but causes the adaptive pressure ventilation (apv) controller to stop working. In consequence the target tidal volume could not be reached as expected. The exact reason for this observed behavior is still under investigation.

Event description:
The following was reported to hamilton medical ag: summary: vti / vte difference, unstable flow curve, incorrect measurement of the p/v tool caused by a leakage in the pressure sensor assembly.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: vti / vte difference, unstable flow curve, incorrect measurement of the p/v tool caused by a leakage in the pressure sensor assembly.